Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) has abbott cardiomems implant. Rep reports the scs device impacts the cardiomems device.

Manufacturer narrative:
H1: after further review with additional information received, this event is considered not reportable and is not a complaint due to no device allegations and no device issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated the belief was that the stimulator was interfering with the reading of the cardiomems implant but upon further testing they found out the sensor that was implanted in the patient's body had actually moved to a location that was providing the false readings. It is believed that the movement of the sensor is the true cause of the misreading, but without the knowledge of when it moved, it is impossible to clarify between the stimulator or the movement. With that being said, all parties understand that it is impossible to fault the stimulator for the false readings. The pt was able to get imaging and testing on the implanted cardiomems sensor and it was determined that it had moved to a location that could not provide proper readings. Although there is no date known for when the movement occurred, it does appear that may be the root cause of the misreads and not the stimulator. The pt is no longer relying on the cardiomems for readings due to its movement. Therefore, the possible interference, or lack thereof, is no longer a point worth pursuing. All information has been relayed to the physician.